Manufacturer narrative:
Device passed displacement test. Unable to verify audio/vibrate anomaly because hardware low level failures alarmed during self test and confirmed in pump history with variable (003) due to broken trace at pin 1 on keypad assembly. The motor arm cannot communicate with the main arm confirmed in pump history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had that the insulin pump had vibrate anomaly and pump error. The customer's blood glucose level was 7.3 mmol/l at the time of the call. Customer assisted with self test and self test did not pass. Insulin pump will be returned for analysis.